Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tubes do not fill only 2 or 3 drops arrive in the tub."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tubes do not fill only 2 or 3 drops arrive in the tub".